Event description:
Customer reported blood glucose results of 308 mg/dl, 84 mg/dl, 323 mg/dl, and 317 mg/dl within 10 minutes on the advantage system. Further reported blood glucose results of 127 mg/dl, 125 mg/dl, and 238 mg/dl within 10 minutes on the advantage system; 87 mg/dl, 248 mg/dl, and 229 mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which she was able to self-treat. No adverse event reported. A request was made for the return of the system, replacement was sent.